Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unknown homechoice disposable cassette had a poor connection with the last bag. This was noticed during priming and before patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.